Event description:
Boston scientific crm received information from a boston scientific field representative that this device was reprogrammed after the patient presented to a hospital with an extended slow ventricular tachycardia (vt) that was below the programmed therapy zones. The vt was successfully pace-terminated with no adverse patient effects, and the device subsequently reprogrammed.

Manufacturer narrative:
This report will be updated if additional information is received.